Event description:
After an implantation period of approx. 67 months, oversensing on the atrial as well as on the ventricular channel was reported. The patient was hospitalized.

Manufacturer narrative:
(B)(6) 2020 - this lead was explanted on (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the provided iegm episodes artifacts were visible in the atrial, right ventricular and farfield channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2020 - this lead was explanted on (B)(6) 2020. -